Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: - when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - device return status. Please document the shipment tracking number: - please provide the source or name of person providing answers to follow-up questions: answers: - during handling prior to use on patient and during use on the patient - as there were several cases in different days, customer was informed by their or staff about this issues days after they had happened, this is why they didnt' keep the material, just sent a picture with the lot number of the suture. The person who provided this information is mr. Juan jose aycart, from purchase department.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was surgery delayed due to the reported event? -no, they just changed from suture was procedure successfully completed? Yes were fragments generated? No if yes, were they removed easily without additional intervention? N/a, patient status/ outcome / consequences no was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no is the patient part of a clinical study no attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - device return status. Please document the shipment tracking number: - please provide the source or name of person providing answers to follow-up questions: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-04822, 2210968-2023-04824, 2210968-2023-04825, 2210968-2023-04826, 2210968-2023-04829.